Event description:
It was reported that the doctor applies the clip on the required location of the vessel, the clip seems to be fixed in the right place but it will then open and be released. Thus the doctor will have to apply another clip not sure if it will stay in its place or be released. No patient injury or complication was reported.

Event description:
It was reported that the dr applies the clip on the required location of the vessel, the clip seems to be fixed in the right place but it will then open and be released. Thus the dr will have to apply another clip not sure if it will stay in its place or be released. No pt injury or complication was reported.